Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On 10/29/04, the patient contacted lifescan and reported that her one touch ii meter would not power on. Medical affairs specialist called and spoke with her on 11/1/04. The patient had reported that her meter was not powering on for about a month. She had already replaced the battery, but the power issue had persisted. During that month, she would test on her mother's meter, but only when she visited her. She takes oral medication (metformin), and had continued taking that medication during the time she was not able to test on her meter. About 2 weeks ago, in 2004, she was experiencing symptom of blurred vision and was feeling lethargic. She had not visited her mother in 4 days and therefore, had not checked her blood glucose level. She went to the hospital due to not feeling well. She had not attempted to test on her meter prior to going to the hospital. The hospital meter result was 480 mg/dl, and she was given an insulin shot. She was "in and out" and therefore, not at the hospital for a long time. The patient did not allege any harm. There is no information to suggest that she experienced any injury due to the meter. She had not attempted to test on her meter in a month and especially when she was experiencing the high symptoms. She had maintained her medication regimen as prescribed. She had not attempted to replace the meter in one month. The customer care representative had verified that the batteries were installed correctly. The meter had not turned on when the power button was pressed. Based on the unresolved power issue, there is an indication that the product malfunctioned and it meets the criteria for a medical device reportable. This case is reported as a meter malfunction. The patient's meter was replaced.